Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken curved blade at the instrument tip. A piece approximately 0.438" x 0.085" was found to be broken off. The broken piece was not returned. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument had a broken blade. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc., (isi) received following additional information from site's clinical sales representative (csr) : all components from defective harmonic ace instrument were removed from the patient. The defective piece was mistakenly discarded. When the instrument was retrieved, the fragments were no longer present. Post-operative tests were not performed to determine if fragment(s) fell into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Event description:
Refer to h11 for follow-up information.